Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) reviewed and noted the rhythm appeared to have an atrial rate greater than the ventricular rate. There were also stored episodes of pacemaker mediated tachycardia (pmt) and the therapy did convert the rhythm. This device remains in service. No additional adverse patient effects were reported.